Event description:
The manufacturer received a voluntary medwatch (mw5178749) with information the patient is alleging, "the trilogy evo when used with a nebulizer gets a buildup and leak when used. I think it's under delivering medication". The complaint has been reviewed by the clinical expert and noted that this is an anonymous report which was labeled a serious injury event however, the health effects reported were "code 4582, no clinical signs/symptoms or conditions." Based on the information currently provided and available, no harm or injury has been sustained and therefore further analysis of cause and/or contribution of the device to a serious injury or death is not applicable and will be reported as a product problem as the events do not meet the definition of a reportable complaint per the FDA regulations (21 cfr 803). No device information has been provided in the voluntary medwatch report. The device has not been returned to the manufacturer for evaluation. At this time, no further investigation can be requested. If any additional information is received, a supplemental follow-up report will be filed.